Event description:
Falsely elevated breast cancer antigen ((B)(4) (br) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to physician(s). After service activities were performed on the instrument, the samples were repeated on the initial instrument and resulted lower than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant br patient results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site due to a cracked acrylic wash block on an advia centaur xp instrument. On (B)(6) 2021, the customer provided discordant patient results and indicated that they corrected these results, with no impact to patient care. The quality controls (qc) were out of range. During the service visit, the cse noticed several cracks on the acrylic block and determined that the instrument did not pass several quality controls (qc). The cse replaced the acrylic block, all aspirate waste probe valves and valves v9 and v13. Then, the cse performed calibration, precision and qc, which recovered within specifications. Post instrument service, the samples were repeated and recovered acceptably. The cause of the falsely elevated br results is unknown. The device is performing according to specifications. No further evaluation of the device is required. MDR 2432235-2022-00001 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00002 on 04-jan-2022. Additional information (11-jan-2022): siemens further investigated the issue and determined that the cause of the falsely elevated breast cancer antigen (ca 27.29) (br) results was due to the malfunction of acrylic wash block and valves, which was resolved with the service actions performed in the initial report. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00001_s1 was filed for the same event.